Event description:
Plaintiff alleges that being diagnosed with a type 1 allergy to latex protein on or about june 10, 1999. Plaintiff alleges sustaining numerous injuries, including but not limited to, the following: respiratory problems, including anaphylactic reactions, and related mental and emotional distress, of a permanent and continuing and life-threatening nature. Plaintiff also alleges that as a direct and proximate result of the acts and omissions of defendants as set forth more fully herein, plaintiff has suffered and will continue to suffer considerable mental and emotional anguish, limitation and restriction of plaintiff's usual activities, pursuits and pleasures. The plaitiff further alleges suffering continual substantial loss of earnings and earning capacity. Finally the plaintiff alleges being forced to expend such sums of money for medical care and treatment and will continue to expend such sums indefinitely into the future.